Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock lead impedance measurement via the remote patient monitoring system. A field representative confirmed the patient would not be seen in clinic for testing and that the physician has no plans to revise their system. No adverse patient effects were reported. This ICD system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.